Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the tip seal on the distal electrode of the lead showed evidence of blood ingression. Visual analysis of the lead indicated happened at implant. The analyst noted that the guidewire was not returned. Visual inspection had found dried blood covered the x-cut inside the tip seal. Guidewire insertion test was performed using a guidewire sample,the guidewire passed the coil lumen but could not pass the lead distal end due to blood obstruction in lead distal end. Then guidewire could pass through out the lead distal end after dried blood was removed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during left ventricular (lv) lead implant the guidewire was unable to be advanced without significant resistance. A new guidewire was used with the same result. A new lv lead was used and implanted. No patient complications have been reported as a result of this event.